Manufacturer narrative:
Evaluation: method: other - sample is available, but has not yet been received by manufacturer. Investigation is not complete at time of this report. Conclusion: other - (B)(4) was issued that addresses the issue of staples jamming. If further information is received, a follow-up report will be submitted.

Event description:
The event is reported as: stapler jammed during use. No injuries reported.